Event description:
Nxstage is a MFR of hemodialysis equipment and cartridges for dialysis. Pt experiences 3 separate leaks one before dialysis treatment and two while she was dialyzing. Her dialysis treatment was terminated and the blood returned to pt. Pt dialyzes at home.